Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a thr on (B)(6) 2018, the patient experienced dislocation on the right side. A revision surgery was performed on (B)(6) 2018 to revise the oxinium fem hd 12/14 32mm -3. Outcome recovered and resolved.

Manufacturer narrative:
Correction in g3 from initial report. It was stated that the date received by manufacturer was 09-may-2021, but there was a typo during web intaking it, should have been 09-may-2022. This information was clarified by the initial reporter.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The clinical/medical investigation concluded that, the finite data provided in the case report forms support the complaint; however, the limited information was insufficient to base an assessment of the root cause and patient impact beyond the reported events. Should clinical documentation become available in the future, a thorough medical assessment may be rendered at that time. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that patients should be warned that unassisted activity, particularly activities requiring excessive motion of the hip, may result in dislocation. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported incident could be corroborated as it was required a revision surgery to treat this event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.